Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 139 mg/dl. During a systems check with tandem technical support the occlusion cleared and the customer resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.